Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call the insulin pump alarmed that could not be resolved. The customer's blood glucose level was unknown at the time of the incident. The insulin pump was not returned for analysis.

Manufacturer narrative:
The device was received with blank display. Problem isolated to interface board. We were unable to verify alarm due to blank display anomaly. We were unable to perform functional test due to display anomaly. The device had minor scratched lcd window, cracked case near display window corners, cracked battery tube threads, cracked reservoir tube lip and cracked lcd window.